Manufacturer narrative:
(B)(4). Investigation summary: two photos and twenty loose 5ml syringes were received and evaluated by our quality team. It was observed all the syringes had some degree of missing print. Twelve of the syringes had the middle portion of the "3" missing. Two of the syringes had the grad line at the 3ml marking partially missing. Two of the syringes had the middle and top portion of the "5" missing. Four of the syringes had portions of missing grad lines between the 4ml and 5ml markings. In all the instances of missing print it appeared to be scratched off as scuff marks were present in the same location. The missing print on all the syringe was rejectable per product specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the potential root cause for the missing print defect is associated with the assembly process. It was likely due to a small self-correcting jam in the rails. Controls in place include 50-piece hourly inspection for assembly related defects. No jams or missing print were reported during the manufacture of this batch indicating there was likely a limited number of pieces effected. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples and photos provided. Root cause description: potential root cause for the missing print defect is associated with the assembly process. It was likely due to a small self-correcting jam in the rails. (B)(4).

Event description:
It was reported that 20 bd plastic non-sterile luer-lok¿ tip syringes had smeared/missing scale markings found prior to use. The following information was provided by the initial reporter: "description of nonconformance: while performing the incoming inspection on this batch, the inspector found that 20 out of 200 had print smeared/missing on the syringe."